Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl range. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.